Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead secondary to noise. The lead was capped and replaced. Lead extraction was attempted at a later date, however, the lead broke during extraction and the remainder was capped and left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the connector pin of the lead became extrinsically damaged due to pulling/ stretching/ overstress. Concomitant product: 8960iu ICD, implanted (B)(6) 1998. F(B)(4).